Event description:
It was reported that a merlin.net transmission revealed noise on the atrial and ventricular channels. The noise could not be replicated. The system was explanted and replaced. Patient condition is good.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 15.5-15.8cm from the connector pin, consistent with lead friction to ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.